Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Additional information was received which noted that right ventricular (rv) noise, oversensing, and pacing inhibition of approximately two seconds were observed. The patient appeared to have an underlying intrinsic rhythm, and the oversensing appeared to be myopotential oversensing. Troubleshooting was performed, which did not reproduce the noise. No actions or interventions were planned and the patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing leading to 3 seconds of pacing inhibition. Boston scientific technical services reviewed the stored episodes and noted that it the noise appeared to be electromagnetic interference (emi). Isometric testing was done and could not recreate the noise. The system remains in service. No adverse patient effects were reported.